Event description:
Per patient's parent, the patient experienced infection at the implant site. The patient underwent a procedure on (B)(6) 2013 to have site drained. On (B)(6) 2013, the patient was prescribed amoxicillin (amount unknown) for ten days. At patient visit on (B)(6) 2013, the healthcare provider indicated that the infection had resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.